Manufacturer narrative:
(B)(4). Eval results: eval of the returned product found that the battery door is damaged at one hinge and had to be pried open, the liqui-label is missing. The power button is torn. The alarm powered on with new batteries but does not sound. The fail safe feature did not sound. The lcd display is partial. Further investigation found that the speaker is broken out of its mount and one wire is broken off. The display connector is broken off the back of the display board and fell off. Note: posey instructions for use states: the posey sitter ii is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. Store the alarm in a secure place so it will not be dropped or damaged. Do not use if; battery door is missing; battery door is damaged; alarm case is damaged; or alarm case is cracked. (B)(4).

Event description:
The customer reported the volume of the alarm will no increase when selected. The customer has replaced the batteries and the outcome is the same and there is no visible damage to the outside of the alarm. This was discovered during set-up prior to placing it into use with a pt.